Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The tip of pin broke off in patient while drilling into femur to place femoral array. The tip that broke off was lodged inside the femur of the patient and could not be recovered. The pin was disposed of before I could grab it by the or nurse so it will not be returned. Pka case.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that the bone pin broke during the surgery. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: review of device history record revealed that 835 devices were manufactured under lot w50289-1 and all were accepted on 05/04/2017. No non - conformances were identified during the process. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 143140, lot number w50289-1 shows 02 additional complaints related to the failure in this investigation. These complaint is (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an ncs 1470754 and CAPA 1480798 are associated with the product and failure mode reported in this event. Device not returned.

Event description:
The tip of pin broke off in patient while drilling into femur to place femoral array. The tip that broke off was lodged inside the femur of the patient and could not be recovered. The pin was disposed of before I could grab it by the or nurse so it will not be returned. Pka case.